Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead became breached due to a rupture while in vivo. There was blood on the distal conductor of the lead and it was obstructed. The overlay tubing and the outer insulation of the lead developed a breach due to being ruptured while in vivo. The analyst noted that visual inspection found there was blood visible inside of the lead body. The insulation breach from the overlay tubing through the inner insulation causing the distal conductor to expose was observed. The insulation breach allows blood ingress into lead, and on distal conductor. The insulation breach is likely the caused for the complaint of low impedance, and it was happened in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low defibrillation coil impedance, along with noise and oversensing noted during isometrics. The lead was explanted and replaced. No patient complications have been reported as a result of this event.